Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were evaluated and replaced. The calibration files were reset to the correct values. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the collimator closed down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.